Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the device partially fired. The case was completed without opening another device. There was no consequence to the patient.